Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008 the patient presented with the pre op diagnoses of l5, s1 spondylolysis the anterior subluxation with bilateral pars defect and lower back pain. The patient also had difficulty with ambulation secondary to pain. He complained of back pain as well as left-sided leg pain which were intermittent in nature. The patient also underwent pre op MRI and CT scans which indicated that he had a bilateral pars effect as well as a spondylolisthesis and spondylosis that appeared on pre op CT. The patient underwent the following procedures: l5-s1 fixation fusion using rod insertion system and an interbody fusion device placement using a peek spacer 10 x 22 mm, followed by a #2 pedicle screw placement at l5 measuring on the 6.5 x 45 mm and on the right 6.5 x 50 mm as well as bilateral pedicle screw placement at s1 measuring 6.5 x 40 mm x 2, followed by a rod placement between the 2 vertebral bodies measuring 5.5 x 3 mm; interbody placement device and the peek spacer 10 x 22 mm; intraoperative microscopy, fluoroscopy and monitoring; bilateral decompression and hemi laminectomy and decompression at l5-s1 region using minimally invasive using the matrix tube system as well as a closed reduction using the rod insertion system. Ap and lateral views showed good placement of rod insertion system at l5, s1. Per the op notes, a piece of rhbmp-2/acs was placed with in the interbody fusion to promote fusion. This was placed inside the interbody device and this was tapped into position using intraoperative fluoroscopy and confirmed to be in good position. Findings: decent amount of reduction of the spondylolisthesis as noted on the end of procedure fluoroscopy images. There was a decrease in spondylolisthesis from a grade ii to less than a few millimeters. No patient complications were noted.